Manufacturer narrative:
Notification of event was received from the law firm as a result of a claim.

Event description:
Shortly after implant surgery, in 2002, the pt experienced bilateral claudication at short distance. His physician found bilateral iliac artery stenosis and therefore performed angioplasty and stenting of bilateral iliac arteries one week later.